Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The cartridge product history and batch records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of an approved iol. The iol product history records were reviewed and the documentation indicated the product met release criteria. It is unknown if an approved handpiece and viscoelastic were used. The product investigation could not identify a root cause. Additional information has been requested. There has been one similar complaint reported in the lot number. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol's haptic became stuck in the cartridge when the iol was being implanted. The lens was implanted. The patient was hospitalized. Patient information is not available. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.10., h.3. And h.10. Evaluation summary: the complaint sample was not returned by the reporting facility. The lens was returned for analysis. Blood and solution was observed dried on the lens and the iol was observed to have haptic and optic damage. Product history records were reviewed for the cartridge and all documents indicate the product met release criteria. Product history records were reviewed for the iol and all documents indicate the product met release criteria. Additional information was provided, which indicated an approved viscoelastic was used. The product investigation could not identify a root cause for the iol haptic got stuck in the cartridge, no cartridge was returned. The non-suspect product was damage. Due to the presence of blood and surgical solution, the observed lens damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the iol was exchanged for the same lens model and power.